Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoracoscopic combined with radical resection of esophageal cancer and jejunostomy procedure, they found out that the device reload could not be close. To resolve the issue they replace the device immediately. There was no patient injury.